Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred involving a drawer containing critical medications. The entire drawer failed to open, and no cubies opened. The customer reported that the drawer contained daily use medications such as insulin. As a result, nursing staff were unable to access the medications, which delayed patient care and required staff to retrieve medications from another pyxis unit, contributing to stock depletion and additional workflow delays. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by rebooting the device, and no further investigation was required. The system functioned as intended after the customer resolved the issue.